Event description:
End user's spouse reported that he returned home to find his wife on the floor trying to get up. End user's spouse alleges that end user stood on the footplate of the motorized wheelchair and fell forward allegedly injuring her back.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The motorized wheelchair performed as intend when field inspected. End user's spouse reported that end user stood on the footplate of the unit and fell. Hoveround's owner's manual warns end users, "do not stand on front/foot area of unit."